Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the suggested event occurred by the following mechanism: I) gap was generated at the lens glue by physical stress and/or chemical stress applied to distal end of the subject device, storage environment etc. Ii) foreign material and fluid were entered the lens from the gap. The parts inside of lens were corroded by the fluid, and corrosion product was detected as dirt. Foreign material adhered in forceps elevator likely occurred by improper reprocessing by user. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "operation manual: important information ¿ please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity or exposed to x-rays and/or ultraviolet-rays. These could damage the endoscope or present an infection-control risk.". IFU states method of brushing around forceps elevator in the following item. "3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet". In addition, IFU (reprocessing manual) states the following. "3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issues were confirmed. Due to wear of the angle wire, the bending angle in all directions did not meet the standard value. Due to wear of the angle wire, the play of right/left and up/down knobs were out of the standard value. The objective lens, s-cover, and adhesive on the bending section cover had a scratch. The bending section cover had discoloration. The connecting tube had peeling coating. The connecting tube, right/left/up/down knobs, and universal cord were dirty. The s-cylinder was shaved. The water supply connector was loose. The light guide cover glass and plastic distal end cover had a dent. Due to wear of forceps elevator lever, the up/down knob could not be locked securely. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the duodenovideoscope had low angulation and free play. The issues were found during preventative maintenance. No patient harm reported. During the evaluation of the device, it was noted the inside of the light guide lens was dirty and the forceps elevator had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of dirty inside of the light guide lens and foreign material on the forceps elevator due to insufficient or incorrect reprocessing noted at estimation.